Manufacturer narrative:
Innovative health llc became aware on 8-oct-2024 of a reprocessed advisor hd grid sensor enable high density mapping catheter reported that "mechanical malfunction device become stuck in the sheath upon removal and the paddle portion has damage to it". No injuries or clinical signs/symptoms were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on (B)(6)2024. The device was visually inspected and deformation of the distal paddle was observed. Upon inspection, the distal paddle was confirmed to be fractured in half and a portion of the distal paddle insulation layer had been torn off. The insertion tool was returned with the catheter and was found to be slightly bent out of shape. The cordis introducer used during the procedure, not reprocessed by innovative health, was returned and was observed to have damage sustained on the distal end of the sheath. No other damage or defects were observed. Per the instructions for use: "excessive bending or kinking of the catheter may cause damage to the catheter. Do not use if the catheter appears damaged, kinked, or if there is difficulty in deflecting the distal section to achieve the desired curve."

Event description:
On (B)(6)2024, an innovative health representative reported via email that there was a device with a mechanical malfunction, device become stuck in the sheath upon removal and the paddle portion has damage to it.